Event description:
It was reported that during the procedure to implant the ICD and leads, but after the pocket was closed, the device showed noise with pocket stimulation. The lead showed oversensing and noise on the tip-ring sensing circuit. The pocket was reopened and both the lead and the device were replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Evaluation summary: no anomalies found; full lead analyzed. Corrected information: it was reported that during the procedure to implant the ICD and leads, but after the pocket was closed, the device showed noise with pocket stimulation. The lead showed oversensing and noise on the tip-ring sensing circuit. The pocket was reopened and both the lead and the device were replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device performed according to specifications operational context contributed to event interference oversensing.